Manufacturer narrative:
(B)(4): broken advancer, malformed clip. Evaluation summary - the instrument was returned with one j-shaped clip and one malformed clip in the jaws and with the tip of the advancer broken. The instrument was cycled; two double fed incidents were noted that caused four malformed clips. Subsequent firings short fed the clips due to the advancer condition. However, no jamming issues were noted during analysis. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device fired and then jammed. Another device was used to complete the procedure. There was no pt consequence.